Event description:
It was reported that the patient presented to the emergency department with a heart rate in the 30 beats per minute range and low blood pressure. There were non-sustained ventricular tachycardia (nsvt) episodes with oversensing and noise causing inhibition of pacing. It was also reported that there was no capture, high impedance, and a fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 5076 implantable pacing lead (B)(6) 2007. (B)(4).